Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. An olympus representative from the technical assistance center (tac) worked with the customer to trouble-shoot the reported issue over the phone, but the issue was not resolved. The technician recommended returning the device to olympus for evaluation and repair. Multiple attempts were made to obtain more information and to have the device returned for evaluation but the customer did not respond. No further information is available. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the b30 error was generated during a procedure. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.